Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient was having a lot of trouble with their foot, including pain and aching. They saw a foot doctor before (B)(6) 2016 and was told they probably had drop foot and needed to see a neurologist. They saw a neurologist the week prior to the report and had an electromyography (emg), where a needle was stuck into their back at l1/s5. They were told they had a pinched nerve in their back which was causing the foot drop and pain. It was unknown if these were related to the device or therapy. There were no device issues reported.